Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 07/21/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no visible or physical damages to the platform. A review of the autopulse archive was performed and the reported complaint of the platform displaying a "system error - out of service, revert to manual CPR" error message was confirmed. The archive data shows system error code 132 - internal watchdog timeout occurred on the reported event date of (B)(6) 2014. Upon functional testing, the reported issue of the platform displaying a "system error - out of service, revert to manual CPR" (error code 132) was confirmed. After the error code was cleared, the platform ran with the test mannequin for 5 minutes and passed functional testing. Based on the initial investigation, no parts were identified for replacement. In summary, the reported complaint of the platform displaying a "system error - out of service, revert to manual CPR" (error code 132) was confirmed based on the archive review and during functional testing. The error code was cleared and the platform passed testing.

Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error - out of service, revert to manual CPR" message. No patient involvement was reported. No further information was provided.